Event description:
During index procedure the patient had two endeavor sprint drug-eluting stents implanted, one in the cx and one in the obtuse marginal. Approximately 34 months post index procedure the patient expired. Death was assessed as a cardiac death due heart failure and acute coronary syndrome. Investigator has assessed that the event was possibly related to the study device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (death). Conclusions: known inherent risk of procedure (death).